Manufacturer narrative:
This instrument has been investigated. Customer checked to ensure that caps and connectors were secure on the instrument. Customer was experiencing sporadic dispense volumes on the instrument. Although the instrument posted error messages, the customer reports there were instances when there was no error message posted for a decrease dispense of cells. Fe arrived on site and observed a saline/crystal build up under the cavro valve. Fe replaced the valve and returned the instrument to expected operation. Service was completed on (B)(6) 2018. No erroneous results were reported. The most likely root cause of the dispense errors was due to the saline/crystal build up under the cavro pump valve. (B)(4).

Event description:
Customer reported that sporadic events have been observed where the probe dispensed either excess or decreased amounts of red cells into the igg gel cards and into the a1 reverse microwell of the abd/rev gel card resulting in error codes. However, customer reported that there were times when the instrument did not post an error code when a decreased amount of red cells was dispensed. Customer stated that testing was repeated manually. No erroneous results were reported.